Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported run on was not able to be duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, the trigger sleeve was found to be corroded, which can contribute to the reported event. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.